Event description:
It was reported that the patient experienced cycling issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. Visual analysis and leak testing of the cylinders did not identify any abnormalities. The pump was microscopically and visually inspected. Under the microscope, the deflation spring was found to be misaligned. The tubing coming from the second cylinder was unable to expel fluid. There were no leaks identified. Functional testing was attempted; however, after priming the pump an alert was displayed on the tester referencing the tubing being unable to output fluid appropriately. The pump was then dissected into quarter pieces to review the inner fluid channels. It was noted that the second section of the pump tubing section had cured adhesive in the location where the tubing was bonded into the pump block. Based on the information available and analysis results, the reported allegation of mechanical issues was confirmed as the cured adhesive within the lumen of the tubing prevented flow of fluid into the cylinder. A conclusion code of quality control deficiency was assigned to this investigation as the anomaly identified could be traced to inadequate or missing inspection steps.

Event description:
It was reported that the patient experienced cycling issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. There were no patient complications.